Event description:
A non healthcare professional reported that, after intraocular lens implantation surgery, it was noticed that the lens was scratched. Hence the lens was explanted and replaced with another lens in a secondary procedure. Additional information has been requested but no information is available at the time of this report.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer's internal reference number is: (B)(4).